Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The target lesion was located in the calcified right coronary artery ostium. The physician advanced a 12mmx3.50mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon ruptured on the first inflation. The procedure was completed with another 12mm x 3.50mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).